Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02341 for the other associated device information. It was reported to boston scientific corporation on (B)(6), 2010 that an extractor retrieval balloon was used in an ercp procedure on (B)(6), 2010 involving an (B)(6) male patient (patient date of birth and weight are unknown). According to the complaint, during the procedure the extractor balloon ruptured during the sweeping movement of stones in the common bile duct. This happened with two extractor balloons. No fragments broke off of the balloons and the procedure was completed with cook's 8-wire basket with no patient complications. The patient was stable following the procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)